Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, a kink was observed on the capsule. The handle was intact. The micro knob retracted and advanced the capsule. The macro cursor moved to fully advanced and retracted positions and locked in place when released. Part of the distal tip of the capsule seated flush against the plunger tip when fully advanced. A large fold observed on the distal tip of the capsule appeared to be associated with misalignment with the plunger tip during capsule closure without a loaded valve. A kink was observed on the proximal end of the capsule. Deformation or moderate gouge marks on both catheter tabs appeared to be associated with wear from the valve frame loop upon deployment. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The event description of entanglement between the dcs tab and frame loop was confirmed through the angiographic record. Analysis of the device showed damage on the dcs tabs consistent with historical observations for entanglement. The physician reported following the techniques in the IFU of rotating the dcs and pushing the catheter. However, these maneuvers were not captured on the angiographic record and it is unknown in which order those steps were taken. The angiographic record did reveal tension being applied to the dcs which may have further exacerbated the issue. Though a conclusive root cause cannot be determined, the patient's small ascending aorta may have contributed to a more difficult release as the frame has less space to expand into. This is especially true if the dcs tab and frame loop are lined up against the aortic wall during final deployment. As the imaging was only 2-d, it cannot be confirmed.

Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during deployment of a transcatheter bioprosthetic valve, there was difficulty experienced releasing one of the valve¿s two frame loops from the tabs of this delivery catheter system (dcs). An unsuccessful attempt was made to release the tab by turning the dcs in both directions and by pushing and pulling the dcs forward and back. Subsequently, another manufacturer¿s guidewire was used outside the dcs to release the frame loop from the dcs tab.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.